Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that cable-mounted plug connector p21, from the transfer relay assembly, was not properly seated in pcb-mounted jack connector j21, located on the therapy pcb assembly. Physio then reseated the connection to resolve the reported issue and, as a precaution, replaced the therapy connector assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect the patient's ECG waveform while in paddles lead ECG. As a result, defibrillation was not possible. The customer further advised that they were only monitoring the patient and that a backup device was immediately available, so there was no impact on patient care. No further details about the patient or the event were provided.